Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the display had a big spot of ink. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.